Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B60755) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding, uterine fibroids and ovarian cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (total vaginal hysterectomy, right salpingectomy, left partial oophorectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, menstrual disorder and pelvic pain to be related to essure. The reporter commented: 2-8 coils was seen inside the uterine cavity. Lot number:b60755 manufacturing date:2013-08 expiration date 2016-08-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of ptc(product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. B60755) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding, uterine fibroids and ovarian cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (total vaginal hysterectomy, right salpingectomy, left partial oophorectomy, cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain lower, menstrual disorder and pelvic pain to be related to essure. The reporter commented: 2-8 coils was seen inside the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Case became serious incident. Essure removal details, medical history and reporter information was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.